Event description:
The customer reported that the system intermittently could not receive an image at one angle. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hardness cable was tightened. The system was tested and found to be working as intended and put back into service.